Event description:
It was reported that a small volume intermate underinfused medication to the patient; further described as nil infused after 30 minutes. The device was filled with ertapenem 1000mg in 100ml sodium chloride 0.9%. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured march 6, 2023 - march 8, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.